Manufacturer narrative:
(B)(4).

Event description:
It was reported that " an incident occurred on (B)(6) 2026. The epidural needle bent significantly in the female patient's back. Apart from a longer procedure requiring two punctures, there were no consequences for the patient. The device was not kept, but photos are available in the attachment."

Manufacturer narrative:
(B)(4). It was reported that the epidural needle was bent. No sample was returned for evaluation; however, the customer provided photographs depicting a bent needle and an associated kit. Visual, dimensional, and functional inspections could not be performed due to the absence of a returned sample. Additional testing was also not conducted for this reason. A device history record (DHR) review was conducted, and no manufacturing or quality-related issues were identified. A review of the design history for the associated part number did not identify any material or design changes within the past two years that could be associated with the reported condition. Based on the available information, including the provided photographs, the reported issue could not be confirmed through physical evaluation. The root cause could not be determined due to the absence of a returned sample. No corrective or preventive actions were initiated, as the probable cause could not be established. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " an incident occurred on (B)(6) 2026. The epidural needle bent significantly in the female patient's back. Apart from a longer procedure requiring two punctures, there were no consequences for the patient. The device was not kept, but photos are available in the attachment."